Event description:
A report was received that the deep brain simulation (dbs) patient has experienced approximately four seizures over the past year. After the episodes, the patient will not remember the name of his wife for a period of time. The nurse practitioner recommended that the patient start taking medication but the patient refused. During a reprogramming procedure, the patient experienced another seizure. The patient did not lose consciousness but was hot, had dilated pupils and was having difficulty speaking. The patient did not have a history of seizures prior to dbs. The physician and nurse practitioner concluded that the seizure was unrelated to the reprogramming. The patient will continue to be evaluated but does not want to take anti-seizure medication.